Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did 2 devices had needle pull off issue in 1 procedure? 1 device had needle pull off & 1 more collect for complaint. How was case completed? Procedure completed with one more sutures any adverse patient consequences? What medical/surgical intervention was provided? Procedure delayed.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2019 and suture was used. During the procedure, at the time of anastomosis, the suture pulled off from the swaged end. Another like device was used to complete the procedure. The surgery was delayed 2 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). One unopened sample of product code ep8735, lot pdr749 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88935. Analysis results have been included in follow up reports for each.